Event description:
During a ptca/stenting treatment procedure, the quantum maverick monorail balloon ruptured at 20 atms (rate burst pressure) on the third inflation. (The number of atms reached on the initial and second inflations was 16 amts.) The pt was asymptomatic during this event. The lesion being treated was a 90% stenotic lesion in the distal rca coronary artery. The physician used a 7f terumo introducer sheath for vascular access and an athele gt guidewire and a prime7 jr4 guide catheter to cross the lesion. The quantum maverick monorail balloon was being used to post-dilate a bx 3.0/13 mm stent. After the first inflation up to 16 atms the physician did a second inflation as the dilatation of the stent remained inadequate. After imaging the results with ivus, he found thrombus or plaque in the stent. He planned crushing it with a third inflation, however, the balloon ruptured at 20 atms. Despite the balloon rupture, the procedure was successfully completed with this device. No pt injuries or complications were reported. Pt status is reported as 'good'.